Manufacturer narrative:
Device analysis: the oad and proximal section of the guide wire were returned for analysis. The initial visual and tactile examination revealed that the saline sheath and driveshaft had been destructively cut from the handle assembly. The saline sheath was cut 2.3cm distal to the nose cone and the driveshaft was cut 5.2cm distal to the lap weld. The distal driveshaft and saline sheath sections were not returned. As the distal driveshaft section was not returned, it could not be determined whether or not it was damaged or if it contributed to the difficulties experienced during the procedure. The initial visual and tactile examination of the returned guide wire revealed that it had been cut 165cm distal to the proximal end of the guide wire. The guide wire exhibited numerous kinks in the shaft. No biological material was observed on the guide wire shaft. An in-house 0.014 wire was loaded through the remaining driveshaft section and handle assembly without issue. When tested, the oad spun at low, medium and at high speed with no abnormalities observed. The device was turned on and off numerous times with no issues observed. While performing functional testing the power cord, brake, and control knob were manually manipulated to determine if there were any functional concerns with the components that would have contributed to the reported event. The device and components functioned as intended with no abnormalities observed. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. At the conclusion of the failure analysis investigation, the root cause of the device becoming stuck in the patient and requiring surgical removal could not be determined. (B)(4).

Event description:
It was reported that during a peripheral orbital atherectomy procedure, a csi orbital atherectomy device (oad) got stuck in the patient and required surgical removal. The target lesion was located in the anterior tibial (at) artery. The physician advanced a csi viperwire guide wire across the lesion and loaded the oad onto it. During the final run, the device got stuck in the patient and could not be removed. A second guide wire and balloon angioplasty was used to try and free the device, was but was unsuccessful. The patient was taken to surgery and a cutdown was performed to remove the oad and guide wire from the patient. The patient status remained stable throughout the procedure. A request for additional information was made, but was denied by the facility.